Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the interface (umbilical) cable was replaced during a system checkout to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the site drove over the interface (umbilical) cable. Subsequently damaging the cable. There was no patient present when this issue was identified. No additional information was provided.